Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left pulmonary artery. The 6.0mmx20mmx135cm (4f) mr sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the contrast media leaked. The device was completely removed from the patient and it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.